Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: when were the needles could not be detached easily and the sutures broke in the middle (during handling or during use on the patient)? Please specify; during use on the patient. Please provide the lot number: no further information is available. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. Events reported via 2210968-2022-03268.

Event description:
It was reported that a patient underwent a plastic procedure on an unknown date and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.